Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 187, 296, 214, 162 and 252 mg/dl. Daughter stated that the customer had a regular scheduled doctor appointment on (B)(6) 2023. The customer had tested prior to the appointment and had obtained the result of 187 mg/dl fasting. An hour later at the doctor's office, the customer's blood glucose test result had been 115 mg/dl fasting using the doctor's device. The customer¿s expected postprandial blood glucose test result is below 150 mg/dl; the customer only tests 2 hours after breakfast. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 05/16/2020 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date not set): result 1: 187 mg/dl date: (B)(6) time: 1:14pm fasting 2 hours after breakfast performed on (B)(6). Result 2: 296 mg/dl date: (B)(6) time: 2:13pm fasting 2 hours after breakfast performed on (B)(6). Result 3: 214 mg/dl date: (B)(6) time: 2:06pm fasting 2 hours after breakfast performed on (B)(6). Result 4: 162 mg/dl date: (B)(6) time: 2:07pm fasting 2 hours after breakfast performed on (B)(6). Result 5: 252 mg/dl date: 06/02 time: 1:25pm fasting 2 hours after breakfast performed on (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 29-jun-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 28-jul-2023: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-012: product expired.